Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During right atrial lead positioning, noise was observed on the lead. The lead was positioned and noise persisted. The lead was not used. The procedure was completed with another lead. Patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.